Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this subcutaneous implantable cardioverter defibrillator (s-ICD) . The battery was found to be at 48% three months prior to the day of the report. On the day of the report, the battery life was 15%. Boston scientific technical services (ts) confirmed through a data analysis that this appears consistent with hydrogen degradation of a component and should be explanted. It was noted there was a battery depletion (bd) fault code. Device remains in-service. No adverse patient effects have been reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this subcutaneous implantable cardioverter defibrillator (s-ICD) . The battery was found to be at 48% three months prior to the day of the report. On the day of the report, the battery life was 15%. Boston scientific technical services (ts) confirmed through a data analysis that this appears consistent with hydrogen degradation of a component and should be explanted. It was noted there was a battery depletion (bd) fault code. Additional information indicated that this s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported.